Manufacturer narrative:
Additional information was received on june 2, 2017 indicating that product catalog is d-1327-01-s, lasso (model# unknown lot# unknown) and soundstar (model# unknown serial# unknown) diagnostic catheters were also used in the procedure. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant medical products: carto 3 system, lasso catheter, pentaray catheter; I-geltm; (B)(4); bistm monitoring systems; (B)(4). The device is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 176 consecutive patients (107 in ga group and 69 in cs group) with symptomatic, drug-refractory atrial fibrillation underwent their first radiofrequency catheter ablation from august 2014 to march 2016. Among them, one patient in ga group suffered pericardial effusion that required pericardiocentesis. Title: ¿general anesthesia improves contact force and reduces gap formation in pulmonary vein isolation: a comparison with conscious sedation¿. The purpose of this study was to evaluate the influence of general anesthesia on contact-force parameters, force¿time integral (fti), fti/wall thickness and gap formation during ipsilateral pulmonary vein isolation when compared to conscious sedation. Suspect device is a smarttouch thermocool catheter, however catalog and lot number are unknown.